Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the cadiere forceps instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps instrument wrist joint was moving in the opposite direction to that of the surgeon's operation. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information. The reporter stated she has contacted the surgical nurse today, but they can no longer recall the details of what happened at that time and was unable to provide more information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the cadiere forceps instrument to perform failure analysis (fa). Fa was not able to confirm/reproduce the reported complaint. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The grips were aligned. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. The probable root cause of the customer reported complaint is not determinable since the issue was not confirmed or reproduced. Issues related to errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues. Fa investigations and in-house testing of the returned device revealed no issues related to the customer reported issue.

Event description:
Refer to h11 for follow-up information.